Event description:
Pt reported that they are getting erratic blood glucose readings (as low as 20 mg/dl and as high as 450 mg/dl) -- this has occurred for the last several weeks. Pt self-treated high/low blood glucose with insulin/food. Device did not generate error messages during this time. Pt and physician alleged that device is at fault for the erratic blood glucose.